Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated the following: three (3) echocardiographic still images and two (2) fluoroscopic still images were provided. All three echocardiographic views show an lvot view (2 images with color doppler, 1 image without). The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will only show one clip at a time (front facing view of clip arms). Presumably, the lvot images capture the second implanted clip reported for cowl. The clip presents similarly in all 3 echo images and appears to have a clip arm angle of ~25° - 30°. One image titled "echo cholor post" was taken with color doppler in which a notable regurgitant jet is visible from within the center of the clip which aligns with the reported incident details that "mr after released [deployed] 2nd mitraclip was again 3+ because an important intra-mitraclip jet was noticed". The first fluoro image titled "before_clip_released" shows the first implanted clip (no reported issue) and the second cds (reported device). The clip is attached to the delivery catheter (dc) shaft of the cds and appears to be in a fully closed position indicating the image was taken prior to deployment (mechanical separation) of the second clip. It is unclear at which specific procedural step (e.g. First efaa check, lock line removal, etc.) The image was taken. In the image, the clip orientation relative to the fluoro view is angulated such that the clip arm plane cannot be directly visualized, and the clip arms are overlapping with the l-lock shaft, making clip arm angle assessment difficult. The clip arm angle appears to be ~10° - 20° based on the proximity of the clip arm tips to the l-lock shaft indicating the clip was in the fully closed position per the instructions for use prior to deployment (mechanical separation). Furthermore, the first implanted clip which had no reported issue has a similar arm angle of ~10° - 20°. The second fluoro video, titled "after_clip_released", was taken post deployment of the second clip (reported device). It should be noted that the fluoroscopic c-arm was adjusted, as compared to the pre-deployment fluoro image, which captures a different vantage point / viewing angle of the clips such that the clip arm angles of both clips are more visible. In this image, the first clip (no reported issue) appears to have an arm angle of ~25° and the second clip (reported device) appears to be ~45°. The clip arm angles stated in this evaluation are based on visual assessment with the naked eye and are not confirmed. However, it is evident the second clip (reported device) had an observable arm angle change post deployment (mechanical separation) with a post deployment arm angle that is larger than the fully closed position per the IFU and aligns with reported incident details.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a clip that opened while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The first clip was implanted successfully. A second clip was implanted for further mr reduction. After deployment it was noted that the second clip opened from 5 degrees to 20-30 degrees. No additional treatment was provided and the procedure concluded with a resulting mr of grade 3+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.